Event description:
Customer states "the baby needed CPAP to assist with his ventilation. The pulse oximeter was placed and we were unable to get an accurate saturation until after 7 minutes of resuscitation. Ongoing history with malfunctions of the rad 57- rad 87."

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. (B)(4).